Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina, dyspnea and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with placement if a 3.5 x 15 mm xience xpedition stent in the mid left anterior descending (lad) artery. On (B)(6) 2014, the patient began having episodes of non-serious angina and dyspnea. Sublingual nitroglycerin was prescribed as needed; however, the patient has not taken it as the angina resolved with rest. An electrocardiogram (ECG) was performed on (B)(6) 2015. A coronary angiography was performed on (B)(6) 2015 and noted in-stent restenosis of 70% in the mid lad in the proximal portion of the stented segment, within 5 mm of the implanted device. A revascularization procedure was performed on (B)(6) 2015, with a stent implanted. No additional information was provided.